Manufacturer narrative:
(B)(4). Batch # r9513z. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the instrument was disassembled to inspect internal components and the closure indicator was bent and not making contact with the moving trigger. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, ¿replace instrument¿ was displayed during use, and the device could not be used further. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.